Event description:
¿Biopince loaded normally and triggered as a test during the "shot" test. Nothing noticeable. Then during the liver biopsy (needle in the patient), the "shot" cannot be fired. Withdrawal and new biopince with problem-free biopsy. When you then try again to fire the shot (not on the patient), this succeeds without any problems. Then you notice that the tip is not pointed but jagged like a crown. Wasn't the case with the first test attempt outside of the patient. In this case it was perfect that the shot could not be fired when the needle was in the patient. Outside the patient, however, the shot could be fired without any problems, despite this defect.

Manufacturer narrative:
A review of the dhrs of the top level and sublots as well as the inspection records was conducted, and no deviations or non-conformances were found. The customer did not return any samples for evaluation. But photographs were provided which were unclear to apprehend. Without the actual sample the investigation cannot be performed. No corrective action is required at this point. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation.